Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it reportedly remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Catalog number: a partial model number was provided, zxt. If explanted, give date: planned explant reported as (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there is a planned explant of a zxt intraocular lens (iol) on (B)(6) 2017. The lens will be replaced with a zct model. No additional information was provided.